Manufacturer narrative:
H10: three of the four reported malfunctions provided a lot number, therefore lot history reviews were performed. Of the four reported malfunctions, three devices were returned. Two devices were confirmed for the reported retraction issues. One device that was returned identified retraction issues as well as a circumferential break. One of the reported malfunctions was inconclusive for the reported retraction issues, as the device was not returned. A definitive root cause could not be established. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model va5084 pta balloon dilatation catheter experienced retraction problems. These reports were received from various sources. Of the four events, all involved patients with no consequence or impact. None of the patients¿ weights were provided. One patient was 59 years old with the rest did not provide their age. Of the reported patients, one was male and rest were not provided.

Event description:
This report summarizes four malfunction events. A review of the events indicated that model va5084 pta balloon dilatation catheter experienced retraction problems. These reports were received from various sources. Of the four events, all involved patients with no consequence or impact. None of the patients¿ weights were provided. One patient was (B)(6) years old with the rest did not provide their age. Of the reported patients, one was male and rest were not provided. Three va5084 pta balloon dilatation catheters were returned to the manufacturer and pending investigation. The other event did not return a sample.